Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One ar-9676 was received for investigation. The reamer ar-9676 was received stuck inside ar-9597-10. The shoulder of the ar-9676 is sitting flush against the sleeve; because the devices were stuck, it was not possible to measure the ID of the sleeve or od of the reamer. Visual evaluation found multiple dents, and scratches close to the connector. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
On 04/25/2023, it was reported by a sales representative via sems that an ar-9597-10 angled reamer sleeve fused together with an ar-9676 angled reamer. This occurred during a case, with no patient effect reported.